Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they hospitalized due to insulin pump was not working on (B)(6) 2019. Customer had high blood glucose level and diabetic ketoacidosis. The customer¿s blood glucose level was over 600 mg/dl. Customer was treated with insulin drip for high blood glucose level. Customer was assisted to troubleshoot for high blood glucose level. Customer reported that the insulin was automatically delivered by auto mode. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.